Event description:
In 2007, the primary surgery was performed for stenosis. In 2008, the sales rep. Was informed from the surgeon that the patient was complaining of pain and it was found that the two screws on s fractured. It is unknown when the patient started to have pain and when it was found the screws fractured. The lot numbers will be available later when we receive the products in question.

Manufacturer narrative:
An additional lot code 62492 was involved. It is not know if one or both are the cause of the failure. Additional information has been requested and if made available will be reported in a supplemental. Result and conclusion codes will be made available following engineering evaluation.